Manufacturer narrative:
One 8f dilator was received for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Visual inspection of the 8f dilator confirmed skiving and perforation of the outer curve of the dilator sheath 2.4" proximal to the distal tip. Dimensional inspection revealed the inner diameter of the dilator is within specification. Upon dissection of the dilator, only one perforation/skive mark was detected along the inner lumen of the dilator; no additional damage was found. Previous analyses of similar complaints determined that needles advanced without the use of a stylet cause similar damage to the dilator. It is also possible that the needle and stylet used in conjunction with the dilator could have been defective when assembled; however, the needle and stylet were not returned for analysis. The instructions for use state to "remove the stylet from the brk needle and flush the needle with sterile heparinized saline". "Re-insert the stylet into the brk needle and lock it onto the hub". (B)(4)

Event description:
It was reported a saline leak was observed from the dilator body. There were no consequences to the pt.